Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving a an unknown drug via an implantable pump for an unknown indication for use. On (B)(6) 2018, an physician appointment identified an infection. The pump was removed on (B)(6) 2018. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was alive - no injury.